Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The ec60a device was received for analysis with no visual non-conformances and with two ecr60b cartridge reloads present. Cartridge (b) ecr60b, j5jf22 was received fully fired and in good visual conditions. Cartridge (c) ecr60b, j5jf22 was received partially fired 1/16 and in good visual conditions. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device was tested for functionality in the articulated position loading a test cartridge into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No malformed staples were noted during functional testing. The reported event could not be confirmed as no partial fire was noted.

Event description:
It was reported that during an unknown procedure, the staples were malformed after the first firing with the blue reload. Changed to another blue reload but the device could not fire at the second stroke. Changed new device and new reload to complete the procedure. There were no adverse consequences for the patient reported.